Event description:
The customer reported that there was a communication failure error message. This error resulted in a system lock up and required a reboot to regain functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.